Event description:
It was reported that during a hemorrhoidopexy procedure, the staples were partially fired. The surgeon used suture to complete the procedure. There were no adverse consequences for the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable.